Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, high cholesterol, diabetes, bladder infection and urinary frequency. Concomitant products included glipizide, metformin, simvastatin and topiramate. On (B)(6)2015, the patient had essure inserted. In (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general),"), urticaria ("allergic or hypersensitivity reaction type: hives due to nickel sensitivity"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal haemorrhage ("gastrointestinal or digestive system condition type: gi bleed"), arthralgia ("other injury(ies) or complication please describe: joint pain."), bladder disorder ("bladder or urinary problems or changes,"), urinary tract disorder ("bladder or urinary problems or changes,") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In 2017, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal") and bacterial infection ("infection (other) describe: persistent bacterial infection"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and allergy to metals ("nickel allergy"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, allergy to metals, genital haemorrhage, urticaria, vaginal infection, bacterial infection, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, gastrointestinal haemorrhage, arthralgia, bladder disorder, urinary tract disorder and alopecia outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, bacterial infection, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal haemorrhage, genital haemorrhage, migraine, pelvic pain, urinary tract disorder, urticaria, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion:(B)(6)2015, (B)(6)2015. Current weight 246 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2020: pfs+mr received. New events: abnormal bleeding (general), allergic or hypersensitivity reaction type: hives due to nickel sensitivity,infection (bladder/urinary tract/vaginal) type: vaginal, infection (other) describe: persistent bacterial infection,bladder or urinary problems or changes, migraines / headaches,dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue,weight gain, gastrointestinal or digestive system condition type: gi bleed, other injury(ies) or complication please describe: joint pain were added. New reporters, plaintiffs information added. Concomitant conditions and drugs added. Lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. Concurrent conditions included obesity, high cholesterol, diabetes, bladder infection, urinary frequency, bloating and rash. Concomitant products included glipizide, metformin, simvastatin and topiramate. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general),"), urticaria ("allergic or hypersensitivity reaction type: hives due to nickel sensitivity"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal haemorrhage ("gastrointestinal or digestive system condition type: gi bleed"), arthralgia ("other injury(ies) or complication please describe: joint pain."), bladder disorder ("bladder or urinary problems or changes,"), urinary tract disorder ("bladder or urinary problems or changes,") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In 2017, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal") and bacterial infection ("infection (other) describe: persistent bacterial infection"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and allergy to metals ("nickel allergy"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, allergy to metals, genital haemorrhage, urticaria, vaginal infection, bacterial infection, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, gastrointestinal haemorrhage, arthralgia, bladder disorder, urinary tract disorder and alopecia outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, bacterial infection, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal haemorrhage, genital haemorrhage, migraine, pelvic pain, urinary tract disorder, urticaria, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion:(B)(6) 2015, (B)(6) 2015. Discrepancy removal date- (B)(6) 2016, (B)(6) 2016. Current weight 246 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2021: medical record received. Reporter and medical history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, high cholesterol, diabetes, bladder infection and urinary frequency. Concomitant products included glipizide, metformin, simvastatin and topiramate. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general),"), urticaria ("allergic or hypersensitivity reaction type: hives due to nickel sensitivity"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal haemorrhage ("gastrointestinal or digestive system condition type: gi bleed"), arthralgia ("other injury(ies) or complication please describe: joint pain."), bladder disorder ("bladder or urinary problems or changes,"), urinary tract disorder ("bladder or urinary problems or changes,") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In 2017, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal") and bacterial infection ("infection (other) describe: persistent bacterial infection"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and allergy to metals ("nickel allergy"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, allergy to metals, genital haemorrhage, urticaria, vaginal infection, bacterial infection, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, gastrointestinal haemorrhage, arthralgia, bladder disorder, urinary tract disorder and alopecia outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, bacterial infection, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal haemorrhage, genital haemorrhage, migraine, pelvic pain, urinary tract disorder, urticaria, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion:(B)(6) 2015, (B)(6) 2015. Current weight 246 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and allergy to metals ("nickel allergy"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2019: pfs and mr received: case has became incident. Previously reported event "injury " replaced with new events .new events added: pelvic pain, abdominal pain, nickel allergy. Reporter information were updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.